Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to incorrect port placement. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. If additional information is received, a follow-up MDR will be submitted. Verification via logs confirmed the left hemicolectomy procedure via system sl0569 on (B)(6) 2022. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during a da vinci-assisted left hemicolectomy surgical procedure, the chosen port placement did not allow the surgeon to easily perform the procedure, resulting in the decision to electively convert the procedure to an open procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that prior to starting a da vinci-assisted left hemicolectomy surgical procedure, the surgeon selected the desired port placement. After placing ports and docking, the surgeon noticed that the neoplasm target was further down, almost at the sigmoid colon. The surgeon tried to continue the surgery by dissecting the descending colon. However, the chosen port placement did not allow the surgeon to easily perform the procedure resulting in the decision to electively convert the procedure to an open procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.